Event description:
A customer reported that the coulter act diff hematology analyzer leaked fluid at the probe into a pediatric sample tube. The customer noticed that the sample had clear fluid on top of the red cells. The results from the sample tube were not reported out of the laboratory. The customer immediately requested another blood draw, and ran the new sample on an alternate act diff instrument. The customer stated that there was a slight change to mcv (mean corpuscular volume) and mchc (mean cell hemoglobin concentration) between the two samples, but the customer did not provide the patient results for review. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but there is an exposure control or risk management plan in place at the facility. Beckman coulter field service engineer (fse) found that there was a leak from the base of the probe caused by loose tubing where the tubing for diluent and sample delivery is located. The fse replaced the aspiration probe and resolved the leak.

Manufacturer narrative:
(B)(4).